Event description:
It was reported that the device was used during a laparoscopic gastric bypass. When the device was removed from the sterile box, the jaw was already closed and the triggers were in the correct position. The o.r. Staff was unable to open the jaws and it was removed from the sterile field. The device was not used on the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient anvil crimp. Evaluation summary: the analysis results found that the lts60a device was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. No cartridge reload was received for analysis. The anvil was manually reinserted on the device and the device was tested for functionality with a test cartridge reload. The device fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods quality assurance. A batch record review was performed and no anomalies were found during the manufacturing process.